Manufacturer narrative:
Investigation: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the unspecified bd vacutainer® edta there was an issue with clotting. There was no report of injury or medical intervention.